Event description:
A severe low advia 2120 platelet count of 38,000 was obtained on a known leukemic patient. The platelet clump count was 57, below the cut off of 300. Therefore, the low platelet count was not flagged for potential low bias due to platelet clumps. The low platelet result was reported to the physician. A platelet transfusion was given based on the low platelet count result. The lab reported that the low platelet count was later found to be discordant based on a microscopic examination of the blood smear, but did not provide more details regarding the correct platelet result. A shot (severe hazardous transfusion) report was filed. However, there was no report of adverse health consequences as a result of the platelet transfusion.

Manufacturer narrative:
Based on the data provided to us by the customer and that the customer did not notify siemens until one month after the event, no conclusion can be drawn regarding any instrument or reagent malfunction. The data that was provided to us indicates that the instrument was performing within specifications. The low platelet count was flagged correctly. The flagging threshold for platelet clumps is 300 so an unflagged platelet clump count of 57 was also correct. No further evaluation of the device is required.